Event description:
In july 2003, it was reported to arthrocare that the screen from a turbovac 90 arthrowand became detached from the device within the surgical site. It was reported that the screen was found within the surgical site during a post operative x-ray. In august 2003, arthrocare was informed that the patient underwent a second surgical procedure in 2003 to remove the screen from the surgcial site. The patient is reported to be doing well.